Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator's gas module was contaminated with liquid. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test, pressure transducer test, flow transducer test and safety valve test during pre-use check. Moreover oxidation marks from liquid were noticed on the air gas module. The reported issues can be confirmed by the provided device logs and photos. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Therefore, no root cause can be established. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator's gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 - brand name : - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # : - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).